Manufacturer narrative:
FDA provided awareness of user facility report MDR# (B)(4) with request for additional information. Device identification - device #1: missing information: serial number (B)(4), lot number 204693, expiration date 10-oct-2020. (B)(4).

Event description:
Additional information was received that the surgeon went in and reinserted the pin twice and the impedance was still high. They then used the test resistor to test the generator and the impedance was still noted to be high. They opened the new generator up, tested it, and lead impedance was at normal. Device history record for the generator showed that the device passed all specifications prior to distribution into the field. Generator was received for analysis. Analysis is currently underway.

Event description:
In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.078 volts as measured during completion of the final electrical test, shows an ¿ifi [intensified follow-up indicator] = no¿ condition, meaning the battery is not near depletion. Only 3.461% of the battery had been consumed. A battery at an end of service condition would reach a voltage of 2.0 volts. There were no performance or any other type of adverse condition found with the pulse generator. The generator was tested with a 4 kohm test resistor which confirmed proper functionality of the generator indicating lead impedance was within normal limits at 3977 ohms. The device was also tested with a 7kohm test resistor and again confirmed device functionality as 6750 ohms was seen. Review of the data showed several fluctuations impedance changes: the impedance value was first noted to be higher than expected limits (>5300 ohms) on (B)(6) 2019 which was 3 days post generator implantation surgery. In order to ensure that the fluctuations from the m106 generator and lead were not continued from the patient¿s explanted m103 and same lead, data was reviewed for the patient¿s m103 that was implanted from (B)(6) 2015 through (B)(6) 2019. From review of the available data, the pre-change and post-change impedance (indicating the last 25% change in impedance occurred on (B)(6) 2015 where impedance changed from normal limits of 1987 ohms to normal limits of 2549 ohms. This indicates there were no other greater than 25% impedance changes prior to explant date on (B)(6) 2019. The fluctuations in impedance values seen show that the pin was not adequately inserted into the generator on day of implant, (B)(6) 2019. Thus, the pin would become dislodged from the generator header resulting in intermittent high lead impedance readings. Ultimately, from the data received and analysis on the generator, there was neither an issue with the generator¿s battery nor an issue of a lead fracture of malfunction with the generator. The root cause of the patient¿s high impedance was due to the surgeon inadequately inserting the lead pin fully into the generator header on day of surgery.

Event description:
It was reported that the patient has high lead impedance. While surgery is likely is has not occurred to date. No additional or relevant information has been received to date.